Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found insulation abrasion at 47.1cm-48.4cm from the helix tip, consistent with friction to the ICD can. The rv cables were exposed. Insulation abrasion was noted at 19.5cm-21.2cm and 7.7cm-11.5cm from the helix tip. The ring electrode cables were exposed in these areas. Analysis on the rv shock coil found inside-out abrasions between 3.5cm and 6.4cm from the helix tip under the rv shock coil. The rv cables were exposed and abraded. The insulation on the distal coil and rv cable was abraded at 3.6cm.

Event description:
It was reported that the patient presented with high pacing thresholds. X-ray revealed insulation damage. Lead was explanted.